Manufacturer narrative:
The field service engineer checked the analyzer and found no hardware issues. He performed preventive maintenance and the customer performed an instrument check which was successful. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys t4 results from the cobas e 801 module. The initial result was 17.9 g/dl and the repeat result was 7.87 g/dl.